Manufacturer narrative:
Investigation results: novopen 4 batch: aug1150. Visual and functional examinations were performed. The device was tested with a random penfill cartridge and a novo nordisk needle mounted. The dose selected was delivered without observing any problems. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During examination and test of the product, it has not been possible to detect any irregularities. The product was found to be normal. Novopen junior batch: vug0015. Visual examination performed. The device was tested with a random penfill cartridge and novo nordisk needle mounted. The dose selected was delivered without observing any problems. The dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During examination and test of the product, it has not been possible to detect any irregularities. The product was found to be normal. This case was re-classified from non-serious to serious on (B)(4) 2013, by the reporter. Final comment from the manufacturer: on (B)(4) 2013: as no faults were found on the returned pens and very limited information regarding the pt/care givers handling of the pens is present in the case, it is thus not possible deduct a clear root-cause for the experienced event or find cases with similar events as described in (B)(4). Evaluation summary (B)(4): visual examinations performed. During examination/test of the product, it has not been possible to detect any irregularities. The product was found to be normal. (B)(4): the dose accuracy was measured by weighing using a random penfill cartridge. The result was within acceptable limits. During examination/test of the product, it has not been possible to detect any irregularities. The product was found to be normal.

Event description:
Severe hypoglycaemia with 2 times unconsciousness [hypoglycaemic unconsciousness]. Dripping pens [device leakage]. Fluctuating bg-levels [blood glucose fluctuation]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case from (B)(6) was initially reported by a consumer and confirmed by a medical doctor. It concerns a (B)(6) male pt treated with novopen 4 (insulin delivery device) from (B)(6) 2012 and novopen junior (insulin delivery device) (device therapy dates unknown) for type 1 diabetes mellitus and experienced, "severe hypoglycaemia with 2 times unconsciousness" beginning on (B)(6) 2013, "fluctuating bg-levels" and "dripping pens" beginning on an unknown date. Pt's height: (B)(6). Medical history includes, type 1 diabetes mellitus (duration unknown). On an unknown date, the pt presented with fluctuating blood glucose levels while using novopen 4 and novopen junior. The blood glucose levels were reported as 60-200 mg/dl with novopen 4 and 36-300 mg/dl with novopen junior. It was also reported that the pens were dripping. Since an unspecified date in (B)(6) 2013, the pt experienced severe hypoglycaemia with 2 times unconsciousness. The pt had performed a function check, but the device did not deliver 20 iu. It was reported that the pt had been trained and used the pens by himself. Action taken to novopen 4 and novopen junior was "not reported". The outcome for "fluctuating bg-levels" and "dripping pens" was "not reported". The outcome for "severe hypoglycaemia with 2 times unconsciousness" was reported as "unknown".